Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had replace battery now alarm. The customer¿s blood glucose level was unknown. The customer stated that the kept getting a replace battery alarm even after changing the new battery. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer also stated that this was second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.